Manufacturer narrative:
This value is the average age of the patients reported in the cluster headache cohort as specific patients could not be identified. This value reflects the gender of the majority of the patients (6 female, 5 male) in the cluster headache cohort, as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication. Concomitant medical products: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Lee, p.b., horazeck, c., nahm, f.s., huh, b.k. Peripheral nerve stimulation for the treatment of chronic intractable headaches: lon g-term efficacy and safety study. Pain physician. 2015;18(5):505-516. Summary: this study explored the efficacy and safety of long-term peripheral nerve stimulation (pns) for intractable chronic headaches. Pns is an effective modality in the long-term management of intractable chronic headaches. Despite long histories of chronic headaches, the majority of patients had significant reductions in pain scores and the number of headache days per month. The outcomes were not dependent on the number of years the patients had suffered from headaches before pns treatment. Reported events for cluster headache group [age 46.5±11.1, n=11, 6 female] 1. 2 patients implanted with a peripheral nerve stimulator (pns) to treat cluster headaches had the device explanted due to a decrease in efficacy over time/¿no further effect.¿ 2. 1 patient implanted with a peripheral nerve stimulator (pns) to treat cluster headaches experienced a surgical wound infection which was treated successfully with explantation, with no long-term sequela. 3. 1 patient implanted with a peripheral nerve stimulator (pns) to treat cluster headaches experienced a surgical wound infection which was treated successfully with antibiotics, with no long-term sequela. 4. 1 patient implanted with a peripheral nerve stimulator (pns) to treat cluster headaches had the pns explanted due to a lead migration that ¿could not be adequately corrected.¿ 5. 1 patient implanted with a peripheral nerve stimulator (pns) to treat cluster headaches had a lead migration requiring revision. It was noted that the revision provided successful results. 6. 1 patient implanted with a peripheral nerve stimulator (pns) to treat cluster headaches experienced a ¿hardware fault.¿ further information has been requested; a supplemental report will be submitted if additional information is received.